Event description:
It was reported the stylus is off be about six inches and cannot get to the programmer icon with current status. The programmer is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.